Event description:
It was reported that an asymptomatic patient presented in-clinic and far r-wave oversensing on the atrial channel was observed. Recommended programming changes were made. Patient was fine after event and will be followed-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.